Event description:
This equipment was voluntarily tagged out for service by the customer and an arjohuntleigh technician visited site. It was found the side rail catch and stretcher was broken.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). The initial assessment by the manufacturer is that this is a maintenance error. According to the product maintenance schedule, the catches should be replaced yearly. In this case, it is reasonable to suggest that these actions has not been done. Additional information will be provided upon conclusion of the manufacturer's investigation.